Event description:
It was reported that high impedance was identified on a patient's device on (B)(6) 2016. The patient was feeling intermittent stimulation at the neck. X-rays were taken and provided to the manufacturer for analysis. The x-rays did not show a gross lead fracture, but there was no strain relief or tie-downs present on the patient's lead. The cause of the high impedance could not be determined from the x-rays. The patient was referred for exploratory surgery to determine the cause of the high impedance. No surgical intervention has occurred to date.

Event description:
It was reported via another medical device company's representative that the patient was undergoing full vns explantation surgery. Follow up with the patient's physician revealed that the vns was explanted as the patient felt that it was not working. Further follow up clarified that the patient received no benefit from vns therapy. Attempts at product return revealed that the explanting facility, historically, keeps all explanted products.

Event description:
The high impedance was identified through a system diagnostic test.